Event description:
Additional information received from the physician reported the death was unrelated to the device system and the cause of death was "most likely intracranial bleed".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient passed away and died approximately one week post implant of the implantable pulse generator (ipg). It was further reported there was a possible lead dislodgement. Lead impedance was stable until post mortem and ventricular lead threshold increased from .25 volts to .5 volts on the day of death. The threshold increase was noted to possibly be at the time of death. The patient was checked in office three days prior and good r waves were present and thresholds were stable. Additional information provided by the physician indicated the patient had the ipg system implanted post valve replacement induced heart block and underlying rhythm was asystole. The patient had reported having a headache prior to falling asleep and it was not known whether the death was due to a lead displacement vs. An intracranial hemorrhage. The cause of death has been requested and not received.